Event description:
Material#: unknown. Batch number#: unknown. It was reported by consumer that "we had another needle crack on 11/3/23. I have that cracked needle". Verbatim: rcc received a complaint via email. Email(s) attached. We had another needle crack on 11/3/23. I have that cracked needle.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a0202 - defective component.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. It was reported the needle was cracked. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, three photos were received for evaluation by our quality team. One photo shows a packaging blister top web. The other two photos show a needle assembly out of the packaging blister and show the bottom part of the needle hub. From these photos, it appears the needle hub collar is damaged. No other defects or imperfections were observed. A device history record review was completed for provided material number 305902, lot 2299457. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2299457 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be determined. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.